Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 10-nov-2016, an fse conducted a service call with the customer and troubleshooted the issue. They found that the customer needed a vacuum t-joint and ordered it for the customer. The customer placed the part but the error 2207 continued. Fse visited the customer to address the reported event. During servicing, fse replaced filters and verified there were no leaks. Fse performed a threshold adjustment for p2 and adjusted the tip top z height. They ran macro without issue and cleaned/lubricated the sorter z axis for the tip pick up. Then the customer was able to run controls without any issues. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the threshold alignment of the tip top z.

Event description:
On (B)(6) 2016, a customer reported error 2209 (tip dropped during transport) with their a1a-2000 analyzer. The customer performed an all set home and the issue resolved. They checked the tip sorter for any dropped tips however because the customer was running, they could not move the tip rack for further evaluation. The tip dropped error continued and an error 2207 (no tip acquired) persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting follicle-stimulating hormone (fsh) and prolactin (prl) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.